Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error as the event scalpel does not cut was actually reported against the 2.2 mm ophthalmic knife not with 15.0 mm knife. Hence, the reports related suspect 2.2 mm ophthalmic knife will be submitted under the manufacturer reference number 2523835-2023-00684. No further reports will be scheduled under mfg report num 2523835-2023-00683. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that scalpel did not cut. There were no other details provided. The procedure and patient harm details were not reported.